Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was attempted to place impella cp and was aborted due to patient vascular anatomy. There was no reported patient harm.

Manufacturer narrative:
The cause of the delivery issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A3a and a3b updated

Manufacturer narrative:
Additional information received: d4, h4 product information received and updated. G1 manufacturing site information was erroneously entered on the initial manufacturer device report.